Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The husband of the patient reported that the patient was in the hospital recovering from surgery. When inquired if the surgery was related to the device or therapy they confirmed no, it was "jiju surgery related to parkinson's." It was reported that the patient's implant was at elective replacement indicator (eri) and it was requested for a manufacturer representative (rep) to check the device to see how long it would last. Additional information received from the healthcare provider (hcp) reiterated the eri error code seen, noting that it occurred as of (B)(6). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.